Event description:
It was reported that the user left the ilet pump on the charging pad overnight without reconnecting it to the body, after which blood glucose was 387 mg/dl and later read as high; the user then reconnected the pump, and the customer care agent advised that if glucose did not trend down within two hours a full supply change should be performed. Investigation of this case revealed that hyperglycemia occurred due to interrupted insulin delivery when the pump was not connected to the body, with no device malfunction reported. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear given limited information but consistent with user-related interruption of therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.